Event description:
On (B)(6) 2015, the reporter (a hcp) contacted lifescan (B)(4), alleging inaccurate high results of "13.9 and 13.8 mg/dl" obtained on the subject meter and "10.8 and 7.8 mg/dl" obtained on another meter (ot vita) within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.